Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 23-oct-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful intercourse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's"), fatigue ("chronic fatigue"), night sweats ("night sweats"), loss of libido ("no sex drive"), amnesia ("no memory / she always forget everything"), tooth disorder ("my teeth have gotten horrible"), migraine ("migraines so bad"), headache ("headaches daily"), abdominal distension ("extreme bloated"), nausea ("nausea"), depression ("depression"), dizziness ("spells of dizziness"), dyspnoea ("shortness of breath"), palpitations ("heart palpitation"), dysmenorrhoea ("cramps with my periods"), vaginal haemorrhage ("spot all the time now"), bacterial vaginosis ("bacterial vaginosis"), dysgeusia ("taste metal in my mouth,"), dyspepsia ("heartburn"), cerebral disorder ("brain shocks"), feeling abnormal ("brain fog-extreme"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), increased tendency to bruise ("easily bruising"), sinusitis ("sinus infections"), alopecia ("hair loss"), insomnia ("extreme insomnia"), visual impairment ("vision problems"), dry skin ("dry skin"), paraesthesia ("tingling sensations in hands and feet"), hypoaesthesia ("numbness in hands, arms and legs"), hirsutism ("hair growth in usual places") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the dyspareunia, urinary tract infection, fatigue, night sweats, loss of libido, amnesia, tooth disorder, migraine, headache, abdominal distension, weight increased, nausea, depression, dizziness, dyspnoea, palpitations, dysmenorrhoea, vaginal haemorrhage, bacterial vaginosis, dysgeusia, dyspepsia, cerebral disorder, feeling abnormal, myalgia, vitamin d deficiency, increased tendency to bruise, sinusitis, alopecia, insomnia, visual impairment, dry skin, paraesthesia and hypoaesthesia outcome was unknown and the blepharospasm had resolved. The reporter considered abdominal distension, alopecia, amnesia, bacterial vaginosis, blepharospasm, cerebral disorder, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, headache, hirsutism, hypoaesthesia, increased tendency to bruise, insomnia, loss of libido, migraine, myalgia, nausea, night sweats, palpitations, paraesthesia, sinusitis, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: blepharospasm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information. There is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter was added. Events: eyelid twitching added. Removal surgery added for event dyspareunia. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1823) on 23-oct-2015. The most recent information was received on 16-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful intercourse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's"), fatigue ("chronic fatigue"), night sweats ("night sweats"), loss of libido ("no sex drive"), amnesia ("no memory / she always forget everything"), tooth disorder ("my teeth have gotten horrible"), migraine ("migraines so bad"), headache ("headaches daily"), abdominal distension ("extreme bloated"), nausea ("nausea"), depression ("depression"), dizziness ("spells of dizziness"), dyspnoea ("shortness of breath"), palpitations ("heart palpitation"), dysmenorrhoea ("cramps with my periods"), vaginal haemorrhage ("spot all the time now"), bacterial vaginosis ("bacterial vaginosis"), dysgeusia ("taste metal in my mouth,"), dyspepsia ("heartburn"), cerebral disorder ("brain shocks"), feeling abnormal ("brain fog-extreme"), myalgia ("muscle pain"), vitamin d deficiency ("vitamin d deficiency"), increased tendency to bruise ("easily bruising"), sinusitis ("sinus infections"), alopecia ("hair loss"), insomnia ("extreme insomnia"), visual impairment ("vision problems"), dry skin ("dry skin"), paraesthesia ("tingling sensations in hands and feet"), hypoaesthesia ("numbness in hands, arms and legs"), hirsutism ("hair growth in usual places") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the dyspareunia, urinary tract infection, fatigue, night sweats, loss of libido, amnesia, tooth disorder, migraine, headache, abdominal distension, weight increased, nausea, depression, dizziness, dyspnoea, palpitations, dysmenorrhoea, vaginal haemorrhage, bacterial vaginosis, dysgeusia, dyspepsia, cerebral disorder, feeling abnormal, myalgia, vitamin d deficiency, increased tendency to bruise, sinusitis, alopecia, insomnia, visual impairment, dry skin, paraesthesia and hypoaesthesia outcome was unknown and the blepharospasm had resolved. The reporter considered abdominal distension, alopecia, amnesia, bacterial vaginosis, blepharospasm, cerebral disorder, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, headache, hirsutism, hypoaesthesia, increased tendency to bruise, insomnia, loss of libido, migraine, myalgia, nausea, night sweats, palpitations, paraesthesia, sinusitis, tooth disorder, urinary tract infection, vaginal haemorrhage, visual impairment, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.